Manufacturer narrative:
Upon investigation, the technician noted the red plastic part on the quick-release hook (qrh) was broken. According to instruction guide (B)(4) rev. 4 "universal slingbars", hill-rom state when using a quick-release hook system, it shall be checked before the slingbar is in use that the quick-release hook is correctly fastened to the lift and the slingbar. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The technician replaced the quick-release hook universal to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the slingbar broke away from the lift because the quick-release hook (qrh) was broken. The lift was located at the account at the time of the incident. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).